Manufacturer narrative:
The lma does not hold inflation due to a 3mm long, slightly ragged tear in the rear portion of the cuff. The hole is not apparent until the silicone is stretched or the mask is inflated with the cuff portion in water. The hole is consistent with that seen when the mask hits something sharp that catches on the silicone and tears through it.

Event description:
The lma classic did not hold inflation during use. The lma was removed and another used. There was no pt problem or incident.